Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had poor technique. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Customer's wife (B)(6) states that her husband feels well and requires no medical attention. Customer's expected blood results are 80-120mg/dl fasting. Verified the strips expire 04/16/2017. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test, 171mg/dl and 138mg/dl fasting. Reviewed meter memory: (B)(6). (Time and date incorrectly set). No adverse event reported.

Event description:
Consumer complaint of high blood results. Customer's wife; june morton, states that her husband feels well and requires no medical attention. Customer's expected blood results are 80-120mg/dl fasting. Verified the strips expire 04/16/2017. Customer confirms the strips were stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 171mg/dl and 138mg/dl fasting. Reviewed meter memory: 1: 108mg/dl, (B)(6) 2015, 08:43:00 am fasting, 2: 139mg/dl, (B)(6) 2015, 08:06:00 am fasting, 3: 73mg/dl, (B)(6) 2015, 03:16:00 pm fasting, 4: 137mg/dl, (B)(6) 2015, 12:00:00 am fasting and 5: 101mg/dl, (B)(6) 2015, 07:44:00 am fasting. , no adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.